Event description:
The patient's mother reported that her son had almost died from a blood clot during dbs lead placement; no other info was provided. The pt is "currently doing fine." Only lead products were implanted; placement of other system components is anticipated. Information reviewed shows the pt has not gone beyond the trial implant phase.